Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/05/2014 with the following findings: during a visual inspection of the pump, evidence of moisture ingress was visible behind the pump display lens. During testing, the pump was powered on with audible tones and vibration; however, the display screen was blank. The black box data could not be downloaded for review. The call service alarm issue could not be adequately investigated due to moisture damage. A leak test was performed and failed due to a crack in the pump casing near the display. The pump case was removed and evidence of moisture ingress was found throughout the pump interior.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a cs 078-0008 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.